Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported. Technical services (ts) review identified potential high impedance within the battery. Continued monitoring was recommended.